Manufacturer narrative:
Concomitant medical products: 459888 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited oversensing, noise and high impedance. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.